Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer booted up to a black screen with an error message (remove object touching screen); overlay found out of electrical specification. (B)(4).

Event description:
It was reported that the programmer would not boot up and displayed an error message. The programmer was returned for repair. No patient complications have been reported as a result of this event.